Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-22933. It was reported that the patient presented in clinic for a routine follow-up. Upon interrogation, it was noted that the left ventricular lead exhibited high pacing impedance and high capture threshold. It was also noted that the right ventricular lead exhibited high pacing impedance on some vectors. Programming changes were made to change the vector of the right ventricular lead. The patient was in stable condition.